Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console was returned for investigation and confirmed alarm. The logs show a placement signal not reliable alarm. The root cause of the placement signal not reliable alarm and oscillating contrast was the defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the automated impella controller experienced placement signal issues. No patient harm was reported.